Manufacturer narrative:
(B)(4). The hp (home patient) contacted baxter requesting assistance to end therapy on the homechoice during initial drain. The hp confirmed she was not connected. The hp further stated that she started the initial drain when trying to re-prime the patient line. The technical service representative assisted the hp with ending therapy. The assignable cause for the hp not properly re-priming the patient line was determined to be use error. Labeling was reviewed for related use error(s) and there were no issues and no label deficiency. Renal baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Therapy continued with actual product sample and a swap of the device was not necessary as there was no reported problem with the device itself. Therefore, the device will not be returned for evaluation. A follow up medwatch will be submitted upon completion of baxter's quality review.

Event description:
The home patient (hp) contacted baxter's technical service center requesting assistance to end therapy on the home choice (hc) during initial drain. The hp confirmed she was not connected. The hp further stated she started the initial drain when trying to re-prime the patient line. The technical service representative assisted the hp with ending therapy . The hp restarted the prime cycle with the same set up since she was not connected at the time and the clamp was closed. No patient injury or medical intervention was reported.